Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was in a car accident on (B)(6) 2020 and starting on (B)(6) 2020 their pain levels were an "8". The patient reported that if they try to turn their stimulation up to help with the pain it "vibrates", and therefore the patient wasn't getting therapeutic relief from the device. The patient stated that the pain was continuously getting worse. It was advised that the patient follow up with their managing healthcare provider (hcp) to check the patient's internal equipment and to run diagnostics on the internal equipment. The patient was given nas phone number for the hcp to invite an mdt rep to the appointment on (B)(6) 2020. Additional information was received from the patient. The patient reported that she was rear ended in a car wreck and x-rays were done on 2020-04-06 and the results are unknown yet. It was unknown what diagnostics/troubleshooting would be done until 2020-04-29. Additional information was received from the patient. It was reported that the x-rays showed the leads had been dislocated or dislodg ed from the original position per the hcp. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the patient lost pain relief after a car wreck. Images taken since then show that the leads have migrated down to t10 and t11. The rep attempted to reprogram based on the new position of the leads. Issue was not resolved at this time. Unknown if surgical intervention will occur at this time. Follow-up to made to determine this information. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient controller battery was not hold a charge. Patient stated she met with a rep on (B)(6) 2020 and he reprogrammed the ins because the leads became dislodged. Patient stated she was in a wreck on (B)(6) 2020 and the hcp did an x-ray on (B)(6) and confirmed the leads were dislodged. Patient stated they were in a lot of pain since the accident. Patient clarified that on (B)(6) 2020 the ins battery was down in the morning when she woke up. Pss reviewed that programming changes to the ins will affect her charge frequency. Patient stated the rep reprogrammed group a, b and c. Patient was supposed to use each group for 3 days and report back which ones provided the most pain relief. Patient stated she was on group b and she was getting pain relief from that group and she would try group c tomorrow. No further complications were reported/ anticipated.

Event description:
Additional information was received from the consumer and it was reported that the patient¿s hcp was going to contact a rep to see if the leads can be ¿manually relocated without surgery¿. The patient has made numerous attempts to contact their hcp but has not been contacted by them as of (B)(6). No further complications were reported or are anticipated. Additional information was received from the consumer and it was reported that the patient met with their hcp on (B)(6) and will ask a rep to come and assist and speak with the hcp. No further complications were reported or are anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and it was reported the patient's weight at the time of the event was 168 pounds. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded to follow-up questions regarding their previously reported event of the doctor trying to relocate the leads without surgery with the help of a manufacturer representative (rep). The patient stated that as of today ((B)(6)), they believed the event had been resolved. They stated that their pain had been controller by the group setting ¿b¿. No further complications were reported/anticipated.

Event description:
Additional information as received from the patient. The patient reported that on (B)(6) a manufacturer¿s representative (rep) r eprogrammed her controller and she was to try the 3 settings (a-c) for 3 days each to find any pain relief, if neither works the other option was surgery. The issue wasn¿t resolved as they were working on a resolution. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.